Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. The device was not returned by the medical facility. Data logs confirmed the low flow when the pump started and remained to the rest of the case. The device was visually inspected and found a kink on the cannula about 14 mm from the bonding site between the of cage and cannula. No other issues were found on the rest of the pump. The pump ran without issue under bench test. Based on clinical description, product analysis and data review, the root cause of low flow was due to canula kink. The cause of cannula kink was due to patient condition.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 29-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella had suction alarms. Echo was done to evaluate pump positioning. A kink was observed in the cannula very near to the motor housing. The physician was convinced that it was due to the patient¿s anatomy. The physician described the guide catheters also not sitting right in the aortic root and thinks that the arch takeoff was coming almost straight from the aortic valve. Attempts were made to reposition the cannula, but no amount of repositioning straightened out the kink. The physician then proceeded to remove the impella. The patient tolerated the pump removal well.